Event description:
In 2008, the pt reported experiencing e4 (occlusion) errors on her infusion device while attempting to bolus. To troubleshoot, the pt was instructed to disconnect from her infusion site and to perform a bolus. She received an e4 error. She was advised to remove the infusion tubing, and she was able to bolus through the adapter without error. She stated that the infusion tubing had been in use for 1 day and the infusion site had been in use for 2 days. She stated that the issue has been intermittent since beginning use of this lot (574503) of infusion sets. Her blood glucose was elevated to 200 mg/dl. Her normal blood glucose level is 100 mg/dl. She was advised to also change her infusion site. She primed the infusion tubing and then bolused 8 units of insulin to lower her blood glucose. Approx 30 minutes later, the patient called back and reported she received another e4 error during basal delivery. The patient did not have another lot of infusion sets for troubleshooting. She switched to her backup infusion device with a new infusion set from lot 574503. While priming, the backup infusion device displayed e4. She attached a new infusion tubing from lot 574503 and was able to prime without error. On a week later, the patient reported that she continues to experience e4 errors on her backup infusion device with replacement infusion sets. On the day before, her blood glucose elevated to over 400 mg/dl. She changed her insulin cartridge and infusion set and was able to lower her blood glucose, however, her blood glucose elevated to over 300 mg/dl the following morning and she received another e4 error. She stated that she has never changed the adapter. She was advised to change the adapter with every 10th insulin cartridge change. She re-uses her insulin cartridges. She was advised against re-using product. She stated that she often sees air bubbles in the insulin cartridges. She stated that she does not adjust the piston rod of the infusion device before inserting the insulin cartridge. The patient was sent a replacement infusion device. Upon follow up on two weeks after the original date, the pt reported she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.